Event description:
It was reported that during an un-specified procedure, an attempt was made to deflate the balloon; however, the indeflator handle broke. A new indeflator was used to complete deflation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation; therefore, the reported handle separation and deflation issue could not be confirmed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided; however, based on an expanded related record review and investigation, a product issue related to indeflator handle breaks was identified. Further assessment of this issue per site operating procedures was performed and corrective/preventive actions have been put in place to prevent further recurrence of this issue.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event estimated the customer reported the device was discarded. A follow-up will be submitted with all relevant information.